Event description:
The trilogy o2 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was confirmed that the "ventilator service required" alarm sounded during operational testing. An error code in relation to (obm_air_flow_drift_out_of_range) was observed in the device event log. Inconclusion the oxygen blender board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the oxygen blender tubing was replaced due to the tube being crushed unrelated to the reportable malfunction/issue. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.2.05)